Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, multiple non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. The non-pacemaker dependent patient was asymptomatic. Programming changes were made.